Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) female patient developed a skin irritation under the three therapy electrode pads. The patient's skin was raw and red. The patient's doctor suggested a cream to treat the irritation and he told her to request hypoallergenic therapy pads. Follow-up indicated that the patient applied the cream and that her rash was improving.